Event description:
It was reported that during surgery, the unit lost power. There was no patient harm/injury reported. There was a surgical delay, and they completed the surgery with another device. Due diligence is complete; no additional information is available.there was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.g2: foreign - event occurred in (B)(6).